Event description:
It was reported that pump displayed malfunction alarm with code 12, and there were no notable events before the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared malfunction without recurrence, and was advised continuing using pump and call back if problem returned, which customer acknowledged and understood.